Event description:
It was reported by service report that the ground prong was missing on the power cord.

Manufacturer narrative:
Follow-up submitted as further investigation determined there was also a siderail stuck in the low position due to a bent timing link and the nurse call was not working due to a damaged cable.

Event description:
It was reported by service report that the ground prong was missing on the power cord, a siderail was stuck in the low position due to a bent timing link, and the nurse call was not working due to a damaged cable.